Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that tubing disconnected from the j-loop connector. The user noticed that part of the tubing remain stuck in j-loop hub. Although requested, no further details were provided by the customer for this event.